Manufacturer narrative:
The local area field representative was contacted for additional information regarding the initial aware date and event outcome. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system. Upon review, there was crosstalk oversensing of atrial signals on the right ventricular (rv) lead channel, which resulted in the inappropriate delivery of three bursts of anti-tachycardia pacing (atp). The third burst accelerated the rhythm into ventricular fibrillation (vf), where four shocks were needed to convert the arrhythmia. Review of device data revealed that the counters were reset, which suggests that the patient was seen for further evaluation/troubleshooting. Additional information received reported that rv lead dislodgement was confirmed via fluoroscopy, and the rv lead was surgically repositioned. The rv lead was tested on the pacing system analyzer (psa): sensing was 7.8mv, rv pace impedance was 318 ohms, and rv threshold was 1.2v@0.4ms. Lead-header connections were checked and confirmed to be okay. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding the initial aware date and event outcome. If information is provided in the future, a supplemental report will be issued. -- correction to aware date from 7/21/2023 to 5/1/2023, as lead dislodgement was detected in early may.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system. Upon review, there was crosstalk oversensing of atrial signals on the right ventricular (rv) lead channel, which resulted in the inappropriate delivery of three bursts of anti-tachycardia pacing (atp). The third burst accelerated the rhythm into ventricular fibrillation (vf), where four shocks were needed to convert the arrhythmia. Review of device data revealed that the counters were reset, which suggests that the patient was seen for further evaluation/troubleshooting. Additional information received reported that rv lead dislodgement was confirmed via fluoroscopy, and the rv lead was surgically repositioned. The rv lead was tested on the pacing system analyzer (psa): sensing was 7.8mv, rv pace impedance was 318 ohms, and rv threshold was 1.2v@0.4ms. Lead-header connections were checked and confirmed to be okay. This ICD system remains in service. No additional adverse patient effects were reported.